Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine removed yesterday by hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("terrible itching especially in my breast"), arthralgia ("significant joint pain"), rash ("rashes that come and go"), headache ("headache") and inflammation ("inflammation"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed. At the time of the report, the medical device removal, pruritus and headache outcome was unknown, the arthralgia and inflammation had resolved and the rash had not resolved. The reporter considered arthralgia, headache, inflammation, medical device removal, pruritus and rash to be related to essure. The reporter commented: essure inserted 4 years ago. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody on an unknown date: negative. C-reactive protein on an unknown date: elevated; on an unknown date: normal. Red blood cell sedimentation rate on an unknown date: elevated; on an unknown date: normal. Rheumatoid factor on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter information was added. Events medical device removal and inflammation were added. Outcome of the event joint pain was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.